Event description:
Patient was brought to operating room for a laparoscopic sleeve gastrectomy. Everything went according to plan until the end of the procedure. Excellent hemostasis noted. Accurate needle, sponge, instrument and specimen count obtained. After infiltration of local anesthetic, skin incisions were closed with absorbable suture and skin glue. Skin glue: upon pressing the liquid chamber to let the liquid out, part of the broken glass containing the liquid stuck out of the outer chamber poking into the scrub tech¿s gloved finger. No patient harm done. However, staff injury was noted due to incident mentioned above.